Event description:
During a cardiac catheterization a 2.5x15mm angiosculpt balloon became stuck in the distal right coronary artery. Doctor was able to retrieve the balloon after multiple attempts without causing patient harm. Upon inspection the balloon was severely mangled and was saved for inspection. Manufacturer response for angiosculptptca, angiosculptptca (per site reporter). The manufacturer would like the device and will replace or give the hospital a credit.